Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: 50cm implant lead kit, slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 7898881. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced inadequate stimulation with their drg system. As a result, surgical intervention was undertaken wherein the entire drg system was explanted and replaced with an scs system. Effective therapy was restored.

Manufacturer narrative:
The report of ¿ineffective therapy¿ was not confirmed. Analysis of lead a found no physical anomalies, and the lead passed output resistance and inter-channel continuity testing.